Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was experiencing post-sensed t-wave oversensing. Programming changes were made. The patient's condition was stable.